Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two devices were used and neither one would open after firing on the artery. After a few minutes of jiggling the handle, the devices opened. While the surgeon was firing the device, the device felt as if something was grinding in the handle. After the devices jammed and would not open, there was a white tip at the end where the jaws are. One of the devices completed the case with no pt consequence. Both devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.